Event description:
It was reported that the lead was attempted to be implanted but not used. The lead helix did not completely deploy. The lead was reattempted in a new location after helix was retracted but still could not be deployed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.